Event description:
Consumer pain from bowling. Consumer has used patches frequently in the past. After use for 4 to 4 1/2 hours patch started to feel hot and upon removal consumer notices blisters had formed. Neosporin and band-aids were applied to the affected area by consumer, then, after seeking medical attention from a dermatologist medicated bandages were applied to what was diagnosed as 2nd degree burns with infection. Physician also recommended unk rx drug antibiotic.